Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake/break in aseptic technique. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin, 1 gram (route, frequency and duration not reported), fortum, 1 gram (route, frequency and duration not reported) and reflin, 1 gram (route, frequency and duration not reported). The action taken with the dianeal therapies was not reported. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.